Event description:
Customer reported that when the pt was placed on the ventilator, sp02 levels would decrease by 20-30%. Observation of waveforms revealed the pt would receive two simv breaths followed by a pressure support breath which would last approx two seconds and deliver tidal volumes exceeding 2.0 liters. Operators could find no system leak. Pt was hand-ventilated while the ventilator was exchanged. Sp02 reported to immediately increase from 75% to 95%. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.